Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the laparoscopic nephrectomy while stapling of renal vein, the device partially articulated while being fired, the reload and articulation know appeared to return to the straight position. The staple line was complete and fully formed. Nothing had to be done to resolve the issue. There was no patient injury.